Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Strips not available for return.

Event description:
Caller reported aviva system blood glucose result of 66 mg/dl, professional result of 33 mg/dl within 10 minutes. Reported no adverse event relative to discrepancy. Strips not available for return, replacement sent.